Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -4.0/4.0/177 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault. On (B)(6) 2023 a replacement lens of shorter length was implanted. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. H6- device code 1494: off-label use (acd < 3.0mm). Claim #(B)(4).